Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, the surgeon was able to press the green button and squeeze the handle but staples did not come out and the blade did not advance. It was also stated that the device had difficulty unloading. Another reload had to be used to complete the case. There was no patient injury.